Event description:
Blood tubing broke at point where it gets thinner under the filter. The tubing was clamped and being removed from pump when it broke and bloody saline spilled all over the employee. It was not cut or handled roughly.